Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette during dwell 3 of 4. She found fluid had leaked to the floor. She found fluid leaking from around the supply bag connection. Treatment was discontinued. The patient was advised to contact her pd nurse. The set was discarded. During follow up the patient reported that her effluent remained clear. She did not have any complications.